Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed loss of prime. A rewind, load, and prime sequence was performed with no loss of primes occurring. The pump was exercised for 24 hours with no loss of prime occurring. Investigation revealed that the force sensor was out of calibration. There was evidence of contamination observed on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for loss of prime. Investigation revealed contamination on the force sensor. This report is made based on results of investigation completed on (B)(6) 2013.